Event description:
A user facility reported that an intraocular lens (iol) was explanted. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. No sample was returned. There have been no other complaints reported in the lot number. Add'l info was requested on 12/6/2011, 12/20/2011, and 12/21/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).